Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic pelvic pain"), device dislocation ("malposition of essure device location of device") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), headache ("headaches"), gingival bleeding ("bleeding gums"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("uti"), nephrolithiasis ("kidney stones"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, weight increased, headache, gingival bleeding, mood swings, dyspareunia, vaginal haemorrhage, hypersensitivity, urinary tract infection, nephrolithiasis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight fluctuation and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, uti, kidney stones, apareunia (inability to have sexual intercourse), malposition of essure device location of device, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, vaginal discharge, vision/eye problems, fatigue, weight gain / loss, ovarian pain and essure confirmation test not done added as events. Patient, reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic pelvic pain"), ectopic pregnancy with contraceptive device ("tubal pregnancy(ectopic) pregnancy"), device dislocation ("malposition of essure device location of device") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's past medical history included cholecystectomy in (B)(6) 2015 and non-smoker in (B)(6) 2015. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included metrorrhagia and genital herpes. Concomitant products included anesthetics, general. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), headache ("headaches"), gingival bleeding ("bleding gums"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("uti"), nephrolithiasis ("kidney stones"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and adnexa uteri pain ("ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, da vinci method with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, menorrhagia, weight increased, headache, gingival bleeding, mood swings, dyspareunia, vaginal haemorrhage, hypersensitivity, urinary tract infection, nephrolithiasis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight fluctuation and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results: vaginitis/vaginosis w/o pap w/o hpv expanded: ardnerellavaginalis and lactobacillus species non were detected which shows abnormality, hpv hr non 16/111 detected which was abnormal. Pap smear: abnormal cells of undetermined significance. Atypical squamous cells of undetermined significance (asc-us). Concerning injuries reported in this case the following one/ones were described in patient medical records ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Event added as ectopic pregnancy with contraceptive device, device ineffective. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic pelvic pain"), ectopic pregnancy with contraceptive device ("tubal pregnancy(ectopic) pregnancy"), device dislocation ("malposition of essure device location of device"), genital haemorrhage ("abnormal bleeding (general)") and nephrolithiasis ("kidney stones") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included cholecystectomy in (B)(6) 2015 and non-smoker in (B)(6) 2015. Vaginitis/vaginosis w/o pap w/o hpv expanded: ardnerellavaginalis and lactobacillus species non were detected which shows abnormality, hpv hr non 16/111 detected which was abnormal. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included metrorrhagia and genital herpes. Concomitant products included anesthetics, general. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)/I used to get this every period (clot)"), headache ("headaches"), gingival bleeding ("bleding gums"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), adnexa uteri pain ("ovarian pain") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, da vinci method with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, nephrolithiasis, menorrhagia, weight increased, headache, gingival bleeding, mood swings, dyspareunia, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, weight fluctuation, adnexa uteri pain and endometriosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal cells of undetermined significance. Atypical squamous cells of undetermined significance (asc-us).. Concerning injuries reported in this case the following one/ones were described in patient medical records ectopic pregnancy with contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Event: endometriosis were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain'), fallopian tube perforation ('malposition of essure device location of device: close to perforation ¿ left tube very thinned out'), ectopic pregnancy with contraceptive device ('tubal pregnancy(ectopic) pregnancy'), device dislocation ('malposition of essure device location of device'), genital haemorrhage ('abnormal bleeding (general)'), nephrolithiasis ('kidney stones') and weight increased ('weight gain') in a 22-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done/she did not undergo essure confirmation test.". The patient's medical history included cholecystectomy in (B)(6) 2015, non-smoker in (B)(6) 2015, multigravida, parity 4 (dates of live births: (B)(6) 2003; (B)(6) 2006; (B)(6) 2007; (B)(6) 2009) and miscarriage. Vaginitis/vaginosis w/o pap w/o hpv expanded: ardnerellavaginalis and lactobacillus species non were detected which shows abnormality, hpv hr non 16/111 detected which was abnormal. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included metrorrhagia, genital herpes and blood pressure high. Concomitant products included anesthetics, general. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)/I used to get this every period (clot)"), mood swings ("mood swings/ hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("uti/ infection (bladder/ urinary tract/ vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), headache ("headaches"), gingival bleeding ("bleding gums"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight fluctuation ("weight gain / loss"), adnexa uteri pain ("ovarian pain"), endometriosis ("endometriosis") and abdominal pain lower ("pain-lower abdomen/cramping"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tube), total laparoscopic hysterectomy, da vinci method with bilateral salpingectomy and bariatric weight loss surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, nephrolithiasis, weight increased, headache, gingival bleeding, mood swings, dyspareunia, hypersensitivity, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, abdominal pain, vaginal discharge, visual impairment, eye disorder, weight fluctuation, adnexa uteri pain and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, fatigue and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff states that over time all symptoms went away or stopped that essure was about to come out if did not have surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Smear cervix - on an unknown date: abnormal cells of undetermined significance. Atypical squamous cells of undetermined significance (asc-us).. Concerning injuries reported in this case the following one/ones were described in patient medical records ectopic pregnancy with contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: endometriosis. Lot number: 654841 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain'), fallopian tube perforation ('malposition of essure device location of device: close to perforation ¿ left tube very thinned out'), ectopic pregnancy with contraceptive device ('tubal pregnancy(ectopic) pregnancy'), device dislocation ('malposition of essure device location of device'), genital haemorrhage ('abnormal bleeding (general)'), nephrolithiasis ('kidney stones') and weight increased ('weight gain') in a 22-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done/she did not undergo essure confirmation test.". The patient's medical history included cholecystectomy in (B)(6) 2015, non-smoker in march 2015, multigravida, parity 4 (dates of live births: (B)(6) 2003; (B)(6)2006; (B)(6)2007; (B)(6)2009) and miscarriage. Vaginitis/vaginosis w/o pap w/o hpv expanded: ardnerellavaginalis and lactobacillus species non were detected which shows abnormality, hpv hr non 16/111 detected which was abnormal. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included metrorrhagia, genital herpes and blood pressure high. Concomitant products included anesthetics, general. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)/I used to get this every period (clot)"), mood swings ("mood swings/ hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("uti/ infection (bladder/ urinary tract/ vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased (seriousness criterion medically significant). In (B)(6)2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), headache ("headaches"), gingival bleeding ("bleding gums"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight fluctuation ("weight gain / loss"), adnexa uteri pain ("ovarian pain"), endometriosis ("endometriosis") and abdominal pain lower ("pain-lower abdomen/cramping"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tube), total laparoscopic hysterectomy, da vinci method with bilateral salpingectomy and bariatric weight loss surgery). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, nephrolithiasis, weight increased, headache, gingival bleeding, mood swings, dyspareunia, hypersensitivity, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, abdominal pain, vaginal discharge, visual impairment, eye disorder, weight fluctuation, adnexa uteri pain and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, fatigue and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hypersensitivity, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff states that over time all symptoms went away or stopped that essure was about to come out if did not have surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Smear cervix - on an unknown date: abnormal cells of undetermined significance. Atypical squamous cells of undetermined significance (asc-us).. Concerning injuries reported in this case the following one/ones were described in patient medical records ectopic pregnancy with contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: endometriosis. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet received. Events per pfs: malposition of essure device location of device: close to perforation ¿ left tube very thinned out and pain-lower abdomen/cramping. Onset date of events was updated. Outcome for events abnormal bleeding, pain lower abdomen, migraine and fatigue were recovered. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight increased ("weight gain"), headache ("headaches") and gingival bleeding ("bleeding gums"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, headache and gingival bleeding outcome was unknown. The reporter considered gingival bleeding, headache, menorrhagia, pelvic pain and weight increased to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.